Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The patient had surgery on (B)(6) 2017 for a cholecystectomy. Two hemolok clips 5 mm were applied on the cystic canal without any difficulty. The patient went back to surgery for a chyloperitoneum on the (B)(6) 2017. During this surgery a bile leak was found on the cystic canal just under the clips that seemed to have moved. Due to major health issues background of the patient, he could not handle this complication and died on (B)(6) 2017.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. Revision of fmea-08-025 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The patient had surgery on (B)(6) 2017 for a cholecystectomy. Two hemolok clips 5mm were applied on the cystic canal without any difficulty. The patient went back to surgery for a choleperitoneum on the (B)(6) 2017. During this surgery a bile leak was found on the cystic canal just under the clips that seemed to have moved. Due to major health issues background of the patient, he could not handle this complication and died on (B)(6) 2017.

Manufacturer narrative:
(B)(4). The patient outcome was death. The correction was made in the decision tree information.

Event description:
The patient had surgery on (B)(6) 2017 for a cholecystectomy. Two hemolok clips 5mm were applied on the cystic canal without any difficulty. The patient went back to surgery for a chyloperitoneum on the (B)(6) 2017. During this surgery a bile leak was found on the cystic canal just under the clips that seemed to have moved. Due to major health issues background of the patient, he could not handle this complication and died on (B)(6) 2017.